Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown bone cement/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
The patient was revised on (B)(6) 2019, to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. Patient complains that the right knee has never "been right" since they had it done, tibial component was found to be loose with no cement adherence to the backside of the component. The surgeon removed the femoral component as well and revised to a sigma rp tc3 revision construct. The original implant date was (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 15 nov 2019 reviewed on 16 december 2019. On (B)(6) 2017: the patient underwent a right total knee arthroplasty secondary to degenerative arthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2019: the patient underwent a right knee revision secondary to suspected loosening. Intraoperatively, the surgeon confirmed loosening at the tibial component at the cement to implant interface with some tibial hypertrophy around the edge of the stem; the femoral component was well-fixed; and effusion. No intraoperative complications were noted. Pmh: severe osteoarthritis, right knee. Doi: (B)(6) 2017, dor:(B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.